Event description:
The following information was reported: balloon loss of pressure, manual compression as applied for 10 minutes, the patient was not hospitalized. Stick location: common femoral. Vessel size: 6mm. Procedure type: diagnostic peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.